Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a stent dislodgement occurred. The lesion was located in the highly calcified right coronary artery (rca). The lesion was pre-dilated with another manufacturer's balloon catheter. Following pre-dilatation, the physician attempted to cross the lesion with the liberte bare metal stent (bms), but was unsuccessful. When withdrawing the stent into the guide catheter, the stent came off of the delivery device. The physician was unable to locate the stent inside the patient's anatomy. The patient was discharged the following day. Patient status is listed as "ok". Further information has been requested, but has not been received.

Manufacturer narrative:
The device has not been received for analysis, therefore, the root cause of the event could not be determined. If any additional relevant information is received, a supplemental MDR will be submitted.